Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. To resolve the issue, the customer replaced the cartridge, and the pump resumed normal operation.